Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned with the injector nested in the unsealed thermoform packaging tray, and no stents were returned. The device evaluation was completed, and the trocar was found broken at the middle splay, and the broken tip was not returned. This finding likely occurred during the surgical procedure due to a heavily biased trocar, causing the stent flange to contact the insertion tube and fracturing the trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified, however the most likely cause is a heavily biased trocar during the surgical procedure. MFR# reference: (B)(4).

Event description:
It was reported that the tip of the trocar broke off during the implantation of the third stent (of three stents) from a trabecular micro bypass stent system. Per report, the surgeon intraoperatively removed the trocar fragment and observed that all three (stents) were properly implanted. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).